Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the pump was not implanted right and has injured the patient. It was noted that the pump was moving and causing a lot of pain. The caller stated that the pump was tilted and there was a pocket of flesh over the top of the pump. The issue had been occurring for a couple of weeks. The patient had moved and required assistance with contacting a new healthcare provider.